Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) experienced tenderness on her back as the lead on her back was superficial and the patient could palpate it. Additionally, the patient experienced weight fluctuations. Consequently, surgical intervention was taken on (B)(6) 2016 where the lead was repositioned and reburied which resolved the issue. Implant date for following associated device is unknown. Model 3341, scs extension.